Event description:
Approximately 4 months after a total shoulder replacement, the patient was revised due to infection. Everything was removed. The event is not related to the breakage of a device. The event did not lead to a surgical delay or prolongation. Patient was last known to be in stable condition following the event. This is the third revision of the patient's shoulder. Sales rep was unable to obtain images or x-rays. The devices are not returning as they were disposed.

Manufacturer narrative:
Section d10: concomitant devices - equinoxe reverse tray adapter plate tray +0 (cat# 320-10-00 / serial# (B)(6)) - eq rev locking screw (cat# 320-15-05 / serial# (B)(6)) - eq reverse torque defining screw kit (cat# 320-20-00 / serial# (B)(6)) - equinoxe reverse 38mm humeral liner +2.5 (cat# 320-38-03 / serial# (B)(6)) additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
Result of investigation: a review of the sterile certificates was performed. All lots were accepted to the requirements. The reason for the reported revision due to infection cannot be conclusively determined; however, it may be related to an underlying patient condition and/or a continuation of a previously reported infection. The following fields have been updated: d1: brand name. H6: component code, investigation codes. Corrected fields: please disregard all product information listed in previous report: d4: model number, catalog number, expiration date, serial number, and UDI. G4: 510(k) number. H4: device manufacture date. Concomitants: a354332 320-01-38 - equinoxe reverse 38mm glenosphere. A796911 320-10-00 - equinoxe reverse tray adapter plate tray +0 a741400 320-15-05 - eq rev. Locking screw a702966 320-20-00 - eq reverse torque defining screw kit a254650 320-38-03 - equinoxe reverse 38mm humeral liner +2.5.